Event description:
This event was captured based upon review of the article, CT perfusion-guided versus time-guided mechanical recanalization in acute ischemic stroke patients. It was reported that a retrospective study was performed to compare the safety and efficacy of CT [computed tomography] perfusion (ctp)-guided to time-guided mechanical recanalization in acute ischemic stroke (ais) patients. Patients from the stroke database of this site were reviewed from april 2007 through january 2012, with 132 patients, 94 undergoing ctp-guided and 38 undergoing time-guided mechanical recanalization recruited to the study. The rate of partial-to-complete recanalization did not differ between the ctp and the non-ctp group (78.7% vs. 81.6%, respectively). Ich [intracranial hemorrhage] occurred respectively in 18.1% in the ctp group versus 31.6% in the non-ctp group. The overall in-hospital mortality rate was significantly lower in the ctp group (15.9% vs. 36.8%). The study conclusions were that ctp-based patient selection was associated with lower ich and mortality rates. Favorable outcomes, however, did not differ between the 2 groups. These results may suggest a possible benefit in terms of in-hospital mortality with ctp-guided triage of ais [acute ischemic stroke] patients for endovascular treatment. This report represents the 29 potential deaths related to the acculink stent.

Manufacturer narrative:
(B)(4). Mean age for ctp group was 66.5, for non-ctp group was 63.5. Female gender for ctp group was 58 patients, for non-ctp group was 19 patients. Male gender for ctp group was 36 patients, for non-ctp group was 19 patients. Date of event is estimated as (B)(6) 2007. Patients reviewed underwent mechanical thrombectomy between april 2007 and january 2012. Mean national institutes of health stroke scale (nihss) for ctp group was 16.0, for non-ctp group was 17.1. IV-tpa for ctp group was 44, for non-ctp group was 15. Site of occlusion: middle cerebral artery: ctp patients was 59, non-ctp patients was 20. Internal cerebral artery: ctp patients was 15, non-ctp patients was 10. Basilar artery: ctp patients was 7, non-ctp patients was 8. Multiple occlusions: ctp patients was 13, non-ctp patients was 0. Date of implant is estimated as (B)(6) 2007. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. This incident was reported with the absence of any device malfunction. As a result, a similar incident query is not required as the complaint details and the lot history record review did not reveal a potential device relationship to the reported incident. The reported patient effect of death is listed in the rx acculink, domestic, instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency. Article: nohra chalouhi, george ghobrial, stavropoula tjoumakaris, aaron s. Dumont,l. Fernando gonzalez, samantha witte, justin davanzo, robert m. Starke,ciro randazzo, adam e. Flanders, david hasan, rohan chitale, robert rosenwasser, pascal jabbour. (Clinical neurology and neurosurgery 115 (2013) 2471- 2475): CT perfusion-guided versus time-guided mechanical recanalization inacute ischemic stroke patients.